Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his lead exhibited non-capture and pocket stimulation. The lead was capped and replaced. No further patient com plications have been reported as a result of this event.